Event description:
It was reported when using the bd pyxis medstation es system was showing incorrect detail of medication and prevented the user from issuing medication to patient. The customer added that the user able to dispense medication from another system. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a data sync issue. The technical support specialist restarted datasync to resolve. The system functioned as intended after the technical support specialist investigated the device.